Event description:
The customer contact reported the pt rec'd less medication than intended. At an unspecified time, the device is programmed for pain management in the continuous model+bolus mode, to deliver hydromorphone 4mg/100ml, with a 1.6ml continuous rate, a 1.6ml bolus dose, a 30 minute bolus lockout, a 2 bolus dose limit/hour, a 100ml container size and the delivery was started. No further programming parameters were provided. The customer contact reported after approximately 1 hour, the pt reported to the homecare nurse that the device had delivered a 1.6ml bolus dose; however the device did not deliver the second bolus dose when requested by the pt. After an unspecified length of time, the nurse returned to the pt's home and reported the device display was blank and the programming on the device was gone. At that time, the nurse attempted to reprogram the same device several times; however, indicated a container size of only 1ml could be programmed. After the device as reprogrammed with a 1ml container size the pt rec'd 1ml. It was reported that the nurse noted in the device history that one 1.6ml bolus dose had been delivered instead of the expected two bolus doses. The device was removed from clinical use. At that time, the pt's pain was reported as 10 on a scale of 0-10 pt scale. The pt was treated with an unspecified concentration of hydromorphone orally. After an unspecified length of time, it was reported the pt's pain was less after receiving the oral medication. On (B)(6) 2013 at 12:30 the therapy was resumed using a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.